Event description:
A malfunction was reported with a malfunction code, identified as malf 12. There was no reported adverse impact on the customer's blood glucose level since the specific level was unknown or declined. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after resetting. Customer was informed to continue using the pump and advised to call back if any issues arise again.